Event description:
The manufacturing representative reported the patient was sent home on the minimum rate. The programming error went for 52 minutes prior to the manufacturing representative getting there with the physician programmer.

Event description:
The patient coded on the morning of this report date following a pump replacement procedure that had been done on the previous day. The health care professional had updated the pump on the morning of this report date and made a programming error; the daily dose of fentanyl was set at 239583 mcg/day and the clonidine was 4791.66 mcgday. The pump ran at this rate for just over 50 minutes until the manufacturing representative arrived to program the pump to stop pump mode as directed by the health care professional. It was reviewed with the reporter that the patient would have received a bolus of approximately 9000-10000 mcg of fentanyl in that time which would explain the medical event. Per the reporter, at the time of the report, the patient¿s medical condition was unknown. The reporter indicated that the health care professional would probably turn the pump back to minimum rate on the day after. It was later indicated that the patient was extubated on the morning of (B)(6) 2015, the patient¿s vitals had returned to normal so the pump was set to minimum rate delivering fentanyl at 61mcg/day. The patient had no more apnea as of the night of (B)(6) 2015 but was also not getting effective pain relief. The patient was to be discharged on the following day. It was further noted that the patient was scheduled to meet with her managing doctor in 2 weeks to change her concentration and clear her catheter of the current concentration of 10,000mcg/ml of fentanyl and attempt to start her on a therapeutic dose in simple continuous mode. The device system was used to deliver fentanyl and clonidine. The final outcome was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter neu_unknown_prog. (B)(4).